Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the poor telemetry/ins being old and needing to be replaced was that the battery was old. The hcp reported that the patient was referred to a neurosurgeon. The issues weren't yet resolved and the device was still implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for chronic low back pain. Patient reported poor telemetry or no telemetry with recharging. Patient said he moved to (B)(6) and his insr won't recharge his ins. They noticed this about a month ago. Last time patient was able to successfully charge the device was maybe six months ago. Caller redirected to follow up with their hcp for possible overdischarge and see if the hcp will allow a manufacturer representative to come to facility. Patient stated that they have a pain doctor that doesn't work with the manufacturer and reported that has a primary care doctor he can ask. No symptoms were reported. No further complications were reported/anticipated. On 2018-aug-23 additional information was received from the patient. Patient said that he found a managing physician and was told to call the manufacturer to schedule rep to be at his appointment. No further complications were reported/anticipated. On 2018-sep-21 additional information was received from the patient. It was reported that the circumstances that led to the issue was that the (device is) 7 years old and need a new one. A manufacturer rep came and said new one is needed. Patient was waiting for neurosurgeon to call. Patient provided their weight and hcp information. No further complications were reported/anticipated.